Event description:
It was reported that a cartridge alarm occurred during the loading process. Customer's blood glucose was 16 mmol/l. During troubleshooting with technical support, the issue could not be resolved. Customer reverted to an alternate method of insulin therapy.